Event description:
Reportedly, during an attempted implantation, the vega lead was tested in the ventricle, but no sensing and abnormal impedance was obtained. The lead was not implanted and a new one (from another brand) was used.

Manufacturer narrative:
Summary of the ibvestigation: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. As received the screw fixation was retracted. The fixation mechanism operated within the specification. The helix length was measured, and it was within specification (1.7 mm). Some x-rays were performed and revealed that all the components of the lead were free from any damage. The standard electrical measurements were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Additional tests were performed to measure the impedance in dry and wet conditions. The tests did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). The reported electrical issues at the implantation attempt (sensing and impedance abnormal values) may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead in the ventricle cavity. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes.

Event description:
Reportedly, during an attempted implantation, the vega lead was tested in the ventricle, but no sensing and abnormal impedance was obtained. The lead was not implanted and a new one (from another brand) was used.